Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "observed presence of dirt inside the cap of the needle, in sealed package."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-21. H6: investigation summary: sample and photo received for investigation, upon evaluation it was possible to observe foreign matter - dirt. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch history analysis was performed, checking quality notifications and maintenance records where no records potentially related to the failure were found. Possible root cause, related to contamination during the production process caused by operational failure during the cleaning of the assembly equipment.

Event description:
It was reported needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter, translated from portuguese: "observed presence of dirt inside the cap of the needle, in sealed package."